Manufacturer narrative:
.

Event description:
It was reported that a volume discrepancy was noted. The pt's pump logs recorded a motor stall in 2007, with no recovery. The pt experienced return of symptoms. Subsequently, the pt went for an MRI and by then the pump was programmed to minimum rate and the pt was scheduled for a study. Then the patient fell and the pt's catheter was bent at the "translaminar" insertion site. The hcp wanted to do a study and was also planning to replace the pump in the near future. No study was planned. The pt was hospitalized and receiving oral medications. While hospitalized and on oral medications the pt reported symptoms of having problems eating, throwing up, and being constipated. The pt's pump delivered morphine and bupivacaine. Reference MFR report# 6000030-2008-00044.